Manufacturer narrative:
The physician blames the device for the event. Patient is doing fine.

Manufacturer narrative:
(B)(4).

Event description:
The physician was using a 2.5 x 15mm euphora, to treat a lesion in the right coronary artery (rca). Target lesion had 80% stenosis and no tortuosity. No calcification was present at the lesion site. The device was removed from its packaging per IFU and inspected with no issues noted. Negative prep was performed with no issues identified. The stylette was removed from the device, the device was then inserted into the patient's body and inflated twice. The balloon catheter was then removed from the patient's body at which time it was noted that the "tip protector" was no longer on the balloon. The plastic tip protector was accidentally inserted into the body and got caught on the distal edge of the deployed stent. A stent was deployed over the lesion and the edge of the "tip protector" was trapped underneath the stent to crush the plastic tip protector against the vessel wall. The patient was moved to a surgical backup site where an ivus confirmed the presence of the tip protector on the distal edge of the deployed stent. Another stent was deployed over the "tip protector" to crush it against the arterial wall, distal to the lesion. The physician commented that the device "doesn't look right" when the balloon was on the wire. No further patient complications was reported.